Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx control vessel closure unit was prepared and used in accordance with IFU instructions, but when the product entered the non-cordis sheath, the operator felt a strong sense of resistance, so removed the product. The sealant sleeve cracked while inserting into the csi. The sealant sleeves were not out of position. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported injury to the patient. The product was stored normally based on IFU. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was removed from the packaging in accordance with IFU. The mynx vcd was prepped according to the IFU. There was no difficulty noted during prep. The mynx vcd used in cag. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The access site was noted to be a little tortuous. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Excess force was used during insertion. The sheath was not bent after removal. Product analysis confirmed there was deployment difficulty-premature. The device will be returned for evaluation.

Event description:
As reported, the 5f mynx control vessel closure unit was prepared and used in accordance with IFU instructions, but when the product entered the non-cordis sheath, the operator felt a strong sense of resistance, so removed the product. The sealant sleeve cracked while inserting into the csi. The sealant sleeves were not out of position. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported injury to the patient. The product was stored normally based on IFU. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was removed from the packaging in accordance with IFU. The mynx vcd was prepped according to the IFU. There was no difficulty noted during prep. The mynx vcd used in cag. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The access site was noted to be a little tortuous. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Excess force was used during insertion. The sheath was not bent after removal. Product analysis confirmed there was deployment difficulty-premature. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6as reported, the 5f mynx control vessel closure unit was prepared and used in accordance with IFU instructions, but when the product entered the non-cordis sheath, the operator felt a strong sense of resistance, so removed the product. The sealant sleeve cracked while inserting into the csi. The sealant sleeves were not out of position. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported injury to the patient. The product was stored normally based on IFU. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was removed from the packaging in accordance with IFU. The mynx vcd was prepped according to the IFU. There was no difficulty noted during prep. The mynx vcd used in cag. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The access site was noted to be a little tortuous. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Excess force was used during insertion. The sheath was not bent after removal.a non-sterile ¿mynx control vascular closure device 5f¿ was returned for investigation. Visual inspection of the received device showed both button 1 and button 2 were not depressed with the stopcock open. No damage was observed in the atraumatic tip of the returned device. The sealant was noted to be swelled from exposure to blood and was found partially exposed from the sealant sleeves. This was due to the sleeves being severely kinked/bent outward. No cracks were observed. The syringe and the procedure sheath were not returned with the device. Dimensional analysis could not be performed on the returned due to the severely kinked/bent sealant sleeve assembly. A simulated deployment test was performed on the returned device. Button 1 was able to be fully depressed and locked in place with some resistance felt. It was revealed that the sealant was exposed to blood which caused the resistance while attempting to depress button 1. Button #2 was able to be fully depressed with no issues were noted. A simulated insertion/withdrawal test was not performed on the returned device because the sealant outer sleeve assembly was found severely kinked/bent outward and the sealant was exposed to blood and swollen. Visual inspection at high magnification showed the sealant was swollen from exposure to blood and was found partially exposed from the sealant sleeves due to the severely kinked/bent condition. No cracks were observed on the sealant sleeves. A product history record (phr) review of lot f2222001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿mynx control sealant sleeves ~ cracked¿ was not confirmed since no cracks were found on the sealant sleeve assembly. The reported failure ¿mynx control system-impeded¿ was confirmed since the insertion/withdrawal test could not be performed due the severely kinked/bent sealant sleeve assembly condition and the swollen condition of the sealant. The reported ¿mynx control system-deployment difficulty-premature¿ was confirmed. The sealant was found exposed and swelled with blood. The exact cause of the reported events cannot be conclusively determined during the analysis however, procedural/ handling factors may be contribution factors. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.